Event description:
The customer contact reported a disconnection below the flush device. The monitoring kit had been connected to the pt's femoral arterial catheter "for several days." During nursing assessment, the nurse noted the male luer adapter was disconnected and an unspecified amount of blood loss was noted. The nurse also noted that the blood gas monitor indicated that the pt's hemoglobin was "very low." The pt was treated with two tranfusions of an unspecified amount of packed red blood cells. The pt reportedly recovered and the blood gas monitor indicated the pt's hemoglobin was "sufficient" after the two transfusions. There were no reported adverse pt sequelae.